Manufacturer narrative:
Eval summary: surgical notes are available and indicate no deviations in the surgical procedure followed. The pre-op and post op x-rays are not available to analyze the fixation. However, the products used are found to be in proper combination. Pt demographics are also not available for analysis. With the available info, probable cause for pt's pain cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt is presenting with pain.